Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported on incoming field service report that the pump powered down by itself during transport. The pump restarted okay. As a result, field service engineer performed functional check and replaced suspect intermittent power switch and cable and was not able to see the problem. There was no patient death or serious injury or reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unintentional shut off" is not confirmed. The reported problem could not be reproduced. Although, the root cause of the complaint is undetermined the returned devices passed functional test specifications during the complaint investigation. No further action required at this time.

Event description:
It was reported on incoming field service report that the pump powered down by itself during transport. The pump restarted okay. As a result, field service engineer performed functional check and replaced suspect intermittent power switch and cable and was not able to see the problem. There was no patient death or serious injury or reported.